Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and reported that different lip results were obtained on a patient sample on an advia 1800 instrument. Siemens dispatched a customer service engineer (cse) to the customer's site and performed the following: replaced and aligned sample probe, replaced and aligned reagent probe 1 and 2, replaced and aligned solenoid valves 1 and 2, and replaced lls amplifier pcb. A faulty sample mixer potentially contributed to the different lip results. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
An initial high lipase (lip) result was obtained on a patient sample on an advia 1800 instrument. The result was not reported to the physician(s). The patient sample was repeated on the same instrument and the lip result was low. The repeat result was not reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the different lip results.